Event description:
Three false positive results with clearview easy hcg lot cc0024 were reported by the distributor of the device. The pt was tested every 4 days with clearview easy hcg and 3 tests gave faint positive results. The 4th test was negative. The pt underwent ultrasound examination. The pt's endometrium was 3mm. The pt did not show signs of pregnancy and there were no signs of miscarriage.